Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 561 mg/dl. The customer also reported a no delivery alarm. The customer had no symptoms. The customer treated the high blood glucose level with manual injection. The customer¿s current blood glucose level was unknown. During troubleshooting, it was found the customer uses the infusion sets for five to six days and cuts the tubing. The insulin pump/reservoir will not be returned for analysis.